Event description:
Edwards received a report of a sapien m3 procedure in the mitral position during which a quarter turn was observed in the left ventricular outflow tract (lvot), with room to advance prior to crossing the aortic valve (aov). Upon advancing additional dock, a rhythm change was noted. During the quarter turn, the dock had some interaction with the ventricular septum, and the patient entered heart block (hb). Dsc posterior torque and tip flex application were used to redirect the dock tip away from the ventricular septum. A temporary pacemaker was placed emergently, and the patient was paced out of heart block. A permanent pacemaker was not required, and the patient was discharged in stable condition.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.